Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with a type 3a endoleak that was observed after patient returned approximately 4 years post index procedure. The physician observed a type 3a endoleak due to an expanding aorta, leading to the components being pulled apart. The original implant was done (B)(6) 2014. A re-intervention has been planned to implant an aortic extension to bridge the gap, however, the date of re-intervention has not been scheduled.

Event description:
On 03/16/2018, endologix was made aware of a patient with a type 3a endoleak that was observed after patient returned approximately 4 years post index procedure. The physician observed a type 3a endoleak due to an expanding aorta, leading to the components being pulled apart. In adddition, based on clinical's assessment, a type 3b was also observed. The original implant was done february 2014. Patient underwent a secondary (reline) procedure on (B)(6) 2018. The procedure concluded without incident and patient condition post operative was good.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the reported type 3a aortic endoleak and the secondary endovascular procedure performed on (B)(6) 2018. In addition, clinical also found a type 3b endoleak on the main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the mid aortic loss of seal was the anterior aortic remodeling that resulted in loss of overlap. The most likely cause of the compromised stent graft integrity of the main body was the use of the strata material. Procedure related harms and final patient disposition could not be ascertained due to the lack of medical information surrounding the secondary endovascular procedure. To date there has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, 2. Field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. In addition, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: (adverse event or product problem): describe event or problem-please update. (Suspect medical device) operator of device- remove physician and change to health professional.